Event description:
A patient reported experiencing inaccurate high results with an otp meter. The patient's blood glucose results were 223 mg/dl, 171 mg/dl. Tests were done within < 10 minutes with a difference of 23%. Patient did not experience any adverse events. No further information has been reported.